Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated patient and health impact coding and problem description.

Event description:
The user is questioning the functionality of the device during a patient use event. The patient outcome is unknown.